Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 months. Through follow-up with the health-care provider, it was learned that the explant was due to the development of bacterial endocarditis. Patient history revealed that a week preop, the patient presented with echo findings of vegetations were associated with his aortic valve. Also noted on echo was that the patient had no significant valvular dysfunction other than some moderate aortic stenosis by echo velocities. The patient was admitted and IV antibiotics were initiated. Hospital course noted that the patient "was approximately 4 mon. After his operation and as such did not meet criteria for early prosthetic valve endocarditis and was treated as a prosthetic valve endocarditis, but unfortunately has suffered x-ray findings consistent with embolic stroke." MRI at that time revealed multiple foci consistent with septic emboli to the brain. Given these findings, they decided to proceed with the aortic valve replacement with possible ascending aortic replacement. Upon inspection of the valve, a dense filmy vegetation on both the aortic and ventricular sides of the aortic valve was noted. The surgeon has indicated that the reason for explant was not because of a device malfunction but rather patient related. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) = vegetations. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the source of infection and vegetations found on the valve could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the surgeon indicated the source of the infection to be bacterial. No further actions are possible with the available information.